Event description:
Hospital ed personnel responded to a person, condition unk. The device was connected to the pt with disposable defibrillation electrodes. According to the reporter, the device charged and shocked the pt x2 "on its own." Pt outcome is unk but there were no reports of any adverse affects as a result of the reported problem.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation, though functional and performance testing. Also observed was a modified therapy cable to accommodate another brand of disposable defibrillation electrodes. Physio provided info regarding modification of device to customer. The device was returned to the customer for use.